Manufacturer narrative:
Device available for evaluation - additional information: type of follow up - device evaluation: device evaluated by manufacturer- additional information the device was returned for evaluation and the clinical observation was confirmed. As received the implant coil was damaged but still attached to pushwire and the pushwire was found to be broken on its proximal end with the proximal end missing. The instant detacher was not returned. Without returning the instant detacher, the release wire, and the proximal end of the pushwire containing the tack weld replacement (twr) crimp and the break indicator; we are unable to definitively determine the cause of non-detachment. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿

Manufacturer narrative:
The device has been received and device evaluation is anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient was undergoing a coiling treatment of small aneurysm located in anterior communicating artery. It was reported the physician withdrew the coil successfully and replaced it with another same size coil and finished the procedure. It was reported that physician tried to detach the coil one time with instant detacher and three times with manual method but coil still could not be detached. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.